Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, micl (12.6mm) was explanted/exchanged intraoperatively for a shorter size micl to address surgeon`s observation upon insertion that lens was too long for the patient`s eye. No reported problem with the lens or injector system. Incision was not enlarged and no other tissue damage was reported. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was unknown and there was no patient injury. Conclusion: based on the complaint history, work order search, product evaluation and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, but the surgeon noted the lens was too long for the patient's eye. The lens was removed within the same surgery, with no patient injury and a shorter lens was implanted.

Manufacturer narrative:
Results (evaluation result): visual inspection of the returned product found a piece of one lens haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion (unable to confirm complaint): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).